Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2013, it was found the omega side plate breakage. The primary surgery was performed at other hospital on (B)(6) 2003.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reworked. Note: a statement of the medical expert is available: in conclusion, the given case shows a plate breakage in an atrophic non-union. Such a constellation is adverse because all forces and bending moments are transmitted by the plate without any sufficient support by the bone structure. The omega plate is intended for internal fixation of the fragments with partial weight bearing until bone consolidation is confirmed by the follow up x-rays (usually after 6 ¿ 12 weeks). It is like a marvel that the omega plate has withstood such a massive loading over a ten years period and this fact confirms the stability of the omega plate design. No design changes are required from a clinical point of view. Original statement

Event description:
On (B)(6) 2013 it was found the omega side plate breakage. The primary surgery was performed at other hospital on (B)(6) 2003.